Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 760 ventilator "rebooted itself and post pass error was generated, the safety valve opened". Reportedly, the ventilator also generated diagnostic error codes in the ventilator memory logs. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.